Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clip failire (improper clip loading into jaws). The clip slides above jaws, instead of betweeen jaws. Another instrument was used to complete the case. There was no consequence to the pt.